Event description:
It was reported that the upstream sensor triggers during the volume test. There was no patent involvement, the event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation in progress.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of upstream sensor error cannot be confirmed through occlusion test or nda (no disposable attached) testing. Upon further investigation, found the uso (upstream occlusion) seal lifting. Replaced uso seal. Performed dso (downstream occlusion)/uso calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.